Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached for investigation results. (B)(4).

Event description:
It was reported that patient had revision surgery due to mechanical loosening on the left knee. For that reason patient underwent remedial therapy (durg/transfusion) and surgical procedure.